Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Event date: (B)(6) 2010. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina pectoris and had non target vessel revascularization. The 100% stenosed and 28mm long target lesion was located in the proximal left circumflex (lcx) coronary artery with a reference vessel diameter of 3.3mm. Pre dilation was performed and a 3.0x24mm taxus liberte stent was implanted followed by post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin/clopidogrel and prasugrel. (B)(6) 2010: during a study follow up visit, the patient experienced angina pectoris and underwent non target vessel revascularization. The event was considered resolved without residual effects. It is the opinion of the physician that the event is related to the taxus liberte stent.

Event description:
It was further reported that the event was resolved without residual effects on (B)(6) 2011. It is now the opinion of the physician that this event is unrelated to the taxus liberte stent.